Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. It could not be determined if the issue was resolved or if the device was repaired. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
H11: it was reported that the device was in clinical use when the issue occurred. The device had been removed from service. No patient or user harm reported. H10: a field service engineer (fse) reported that there were no errors in the event log. The fse then removed and replaced gas delivery system (gds) per the service manual recommendations. The fse then performed testing and the device passed with no issues. The device was returned to service.

Event description:
Philips received a complaint from biomed, reporting that the v60 ventilator had a patient disconnect alarm. It was unknown how the issue was found. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
The suspected gas delivery system (gds) was returned to philips for evaluation. The technician documented that the product investigation lab (pil) could not duplicate the patient disconnect alarm noted in the complaint. With the temporary install of the suspect gds onto the standard test bed (stb), the pil technician verified that the stb operates without issue or error code. G1 - contact information and contact office entity are updated.